Manufacturer narrative:
Document review: amistem h cementless femoral stem size 1 std: ref. 01.18.131 / lot 101316 (16 stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. All the stems belonging to this lot have been already sold without any other similar incident. From the x-rays analysis, it seems that the stem selected was not properly correct and that the positioning of its shoulder seems higher than the great trochanter. Furthermore, the patient is a farmer and has a very intense physical activity. From the data collected, there are no evidences that the event is device related and the mobilization of the stem is more likely due to the factors above described.

Event description:
Ref importer report (B)(4).